Event description:
Revision surgery planned for hip infection. No further information is available at 14 april 2021. A liner and head substitution have been requested by the hospital for this revision. It is unknown if the head to be revised is medacta product or not.